Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The device is not manufactured by conmed; however, the manufacture has reviewed the device history record and has advised "there is no indication of a manufacturing related defect attributed to the reported event." This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: warnings and precautions: minimally invasive instruments may vary in diameter from manufacturer to manufacturer. When minimally invasive instruments and accessories from different manufacturers are employed together in a procedure, verify compatibility prior to initiation of the procedure. Use caution when introducing or removing instruments through the cannula in order to prevent inadvertent damage to the seals, which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the ap5-75 device was used during a pediatric surgery on (B)(6) 2019 when the tip of the obturator broke and fell inside the patient. The fragment was found and retrieved from the patient. There was no report of injury to the patient. The procedure was completed using the same type device from a different lot. Further assessment was requested; however, to date no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.